Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat atrial flutter, a faradrive steerable sheath clear was selected for use. No abnormalities were noted during preparation of the faradrive steerable sheath clear. A starter guidewire was inside the farawave catheter. Once the farawave catheter was inserted into the faradrive steerable sheath clear, air was drawn from the flush port when air checks were performed. No leak in the faradrive steerable sheath clear was observed. No air was observed in the patient. Irrigation was performed with a pump with a flow rate of 20ml/h. The procedure was successfully completed with another faradrive steerable sheath clear. No patient complication was reported. The sheath has been received at boston scientific's post market laboratory.

Manufacturer narrative:
Analysis of the returned sheath found both valves torn by the center slit on the inner face which compromised the valves ability to seal pressure and fluid within the sheath. These defects resulted in air ingress and pressure/fluid leakage, confirming this failure as the root cause of the associated allegation. Inspection of the hemostatic valves found the components deformed and caused by prolonged insertion of the dilator. The reported information did not provide information on the condition of the returned sheath or its native dilator, suggesting that the dilator must have been inserted during storage or transportation.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat atrial flutter, a faradrive steerable sheath clear was selected for use. No abnormalities were noted during preparation of the faradrive steerable sheath clear. A starter guidewire was inside the farawave catheter. Once the farawave catheter was inserted into the faradrive steerable sheath clear, air was drawn from the flush port when air checks were performed. No leak in the faradrive steerable sheath clear was observed. No air was observed in the patient. Irrigation was performed with a pump with a flow rate of 20ml/h. The procedure was successfully completed with another faradrive steerable sheath clear. No patient complication was reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis